Event description:
It was initially reported that pt was having a continuation of seizure activity, but it was unclear if there was an increase above or below pre-vns baseline levels. The physician then referred the pt for pulse generator revision. The pt's device was explanted and returned to the manufacturer for analysis, which has yet to be completed. A search performed in the manufacturer's programming history database indicated that the last known diagnostics were performed at the time of implant, which were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.